Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The patient stated that the alleged product issue began on (B)(6) 2016. The patient obtained alleged inaccurate erratic results of ¿282, 386 and 342mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. The patient manages his diabetes with insulin (self-adjuster) and reported increasing his medication as a result of the readings obtained. He detailed that as a result he developed symptoms of a low blood sugar and felt weak on an unspecified time after the alleged issue began. The patient stated that was treated by a health care professional (hcp) from emergency medical services (ems) with glucose. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.